Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with heavy tortuosity, heavy calcification and 99% stenosis. A 3.00x28 mm xience xpedition stent was deployed to treat the lesion. Post deployment an edge dissection was noted and an additional unspecified xience stent was deployed to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.